Event description:
The customer reported that the insulin pump had a frozen display. Troubleshooting was performed. Instructed the customer to disconnect the device and to deliver a bolus. The customer state that the bolus was delivered and was registered in the bolus history. The customer mentioned that sometimes the buttons do not respond. The customer had programmed a 1.0 unit bolus and only delivered 0.27 units. Advised the customer that the insulin pump will be replaced. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent buttons response and button error alarms as a result of moisture damage on the keypad traces.